Event description:
Additional information was received that a revision procedure was performed. During the procedure, the defibrillation (df) pin fell out of the device header. The device was ultimately explanted and replaced. The rv lead remains actively implanted. Defibrillation threshold (dft) testing was attempted, however, ventricular fibrillation (vf) could not be sustained to convert. No further complications were observed. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, additional information received states that the shock lead impedance daily measurements were programmed off as the impedances were so variable. Ts discussed that a chest x-ray be performed as well as isometrics and pocket manipulation to asses the lead issue. The impedances have increased to greater than 200 ohms. Ts discussed the possibilities of a loose set screw from a lead fracture. The local sales representative discussed that this would be discussed with the physician. Additional information received states there has been no intervention performed at this time. The physician is still considering performing a chest x-ray.

Event description:
Additional information received from the health care professional (hcp) stating that red alerts were being received again. The daily measurements have been programmed back on. Boston scientific technical services (ts) was contacted and discussed the possibility of performing an invasive procedure. Additional information from the local sales representative states that the physician "will fix this." Although no additional information has been given by the physician, no adverse patient effects were reported.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
The field representative later reported that the patient was brought into the clinic to test the shock lead integrity. A 0.9 joule and 41 joule shock were delivered, and both produced shock impedance measurements in the 40 ohms range. However, the daily impedance measurements still fluctuate and are intermittently >125 ohms. It was noted that the physician planned to continue monitoring the patient and lead, but did not want to be notified of the out of range measurements. Technical services discussed turning off the shock impedance daily measurement test, or having the red alerts go to the physician website rather than called in to him. No adverse patient effects were reported. It was noted by the field representative that the patient's falls were not related to the device.

Event description:
Boston scientific received information that this device and right ventricular (rv) defibrillation lead exhibited one out of range shock impedance measurement. A review of data in latitude reveals a gradual upward trend from 40-70 ohms and now to greater than 125 ohms. The patient was brought into the clinic for further evaluation. It was reported that the patient had fallen two weeks prior. Shock impedance was 82-84 ohms when programmed in a triad configuration. When programmed coil-to-can, impedance was 106-107 ohms. Noise was unable to be produced with pocket manipulation. Thresholds have increased from 1.0 v to 2.2 v. Technical services (ts) discussed that the most aggressive testing is to perform 1.1 joule (j) and 41j shocks to test the integrity of the system but this will only assess the shocking lead integrity and will not explain the increase in pacing thresholds. Ts discussed they can also open the pocket to check the connections into the header. Ts discussed that the device is currently operating well despite the increased thresholds. The patient does not typically require pacing. The caller will consider delivering a shock to test the system. No adverse patient effects have been reported. All available information indicates that the device and lead remain in service.

Event description:
Additional information was received that shocks were not delivered to test the system. The physician planned to continue monitoring the patient. There were no adverse patient effects reported. All available information indicates that the device and lead remain in service.